Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms using multiple cartridges. Blood glucose was 364 mg/dl and a correction bolus was delivered. The customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported malfunction was verified. Functional testing was performed and no failure was identified related to the reported elevated blood glucose; however, a different issue was identified.